Manufacturer narrative:
The insulin pump passed the displacement test, self test and unexpected restart error test. All operating currents are within specification. Low battery alarm and off no power alarm functions properly. No motor error alarm noted. No error alarm noted in alarm history screen. Unit was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. Motor passed motortest. Device had a scratched display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 107 mg/dl. Troubleshooting was performed. The device was returned for analysis.